Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported nerve pain/shocking in buttock area post MRI. Seen in clinic by md and rep. Ins was off, impedances checked ok. Battery checked ok. Pt states pain continues and no longer used the interstim to control urinary symptoms so explant was performed.

Manufacturer narrative:
H3 product analysis (B)(4): the implantable neurostimulator (ins) passed functional testing. Product analysis (B)(4): the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID: 3889-28, lot# va1vcyq, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they went to the ER on monday and had an MRI scan of their brain. Caller said that the last 13 minutes of the MRI scan was with dye and they were to squeeze a bulb if they felt any discomfort. Caller said they had to squeeze the bulb 6 minutes in because they felt muscle twitching around the ins and a "buzz and a zap". Caller said they were directed to take tylenol or ibuprofen if there was tenderness or pain. Caller said they were sent home. Caller said that yesterday they were experiencing "sharp pain" around ins and that last night it started to feel like a "knife" pain in and around ins that was "excruciating" and went down their leg. Caller said they checked their programmer and their ins was on. Caller said they were told it had been put into MRI mode. Caller said they turned ins off. Caller said they have been taking advil duo. Caller said they didn't sleep on the ins side, but this morning they are experiencing an "electrical current" going down their leg and their foot and ankle are numb, heart palpations, face buzzing, and all on their left side.  They said their central nervous system is "lit up" and there is vibrating down their leg and that was happening to their face 45 minutes ago. Caller said their whole left hip is in pain and upper buttock, lower bac k, part of lumbar, and their left leg and foot feel "dead". Caller said their is "throbbing" where ins is. Caller said the symptoms have "come and gone" since this morning. Caller said they have been waiting to get healthier to have ins removed. Caller also mentioned they had a "horrible" recovery from ins implant. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history. This included caller said they have been dealing with health issues from mercury and black mold. Caller stated their hcp is no longer at the clinic they go to and they are working on being set up with a new hcp. Confirmed ins was currently turned off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.